Event description:
During servicing at zoll, the autopulse platform (B)(6) failed functional testing due to fault 27 (encoder fault) and fault 29 (loss of brake connectivity) during the run-in test. No patient involvement.

Manufacturer narrative:
During servicing, the autopulse platform (B)(6) failed functional testing due to fault 27 (encoder fault) and fault 29 (loss of brake connectivity) during the run-in test using a large resuscitation test fixture (lrtf). Technical investigation revealed that the root cause of fault 27 was a malfunctioning encoder gearbox, and the root cause of fault 29 was a malfunctioning power distribution board (pdb), likely attributed to failed component(s). The encoder gearbox and the pdb need to be replaced to address the fault codes. The returned autopulse platform was visually inspected, and a crack on the front and bottom enclosures was noted. The observed physical damages are likely attributed to user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damages. As a part of functional testing, a brake gap inspection was performed and verified the brake gap was within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(4).